Event description:
The pt reported that for the last two years, she had had low blood glucose events in the 30 to 40 mg/dl. The pt's normal blood glucose range is from 130 to 140 mg/dl. The pt stated that she has been working very closely with the dr to get a resolution to her low blood glucose events. The pt will eat or drink something to bring her blood glucose back up. The pt stated that she believes her infusion device is giving her insulin that is unintended to be delivered. The pt stated tht she noticed a strong vibration that would last 15 to 20 seconds from her infusion device. The pt is receiving a replacement infusion device, and this infusion device has been requested to be returned for eval.